Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had 4-5 episodes where there was low blood glucose but the threshold suspend has not gone off. Troubleshooting was done. Customer's blood glucose was 39 mg/dl. Customer stated this was a past event. The customer was educated regarding discrepancy on sensor glucose versus blood glucose readings. Advised the customer the sensors would be replaced. No further information provided.